Manufacturer narrative:
Following receipt of the complaint, a review of the routine qc testing of the intermediates used in lot w00029400 was performed and all results, including absorbency, were within specification. A review of the batch records for lot w00029400 and the intermediates consumed within this lot was conducted and no issues were identified that could contribute to this defect.

Event description:
A complaint was received stating that a customer reported that silvercel non adherent absorbs and spreads exudate, causing maceration of margin. This event occurs even before the saturation of the dressing, the customer reports the issue is not lot specific, but affecting long term experience with multiple patients over a period of time, since they started using the product.